Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 27-feb-2023. H6: investigation summary our quality engineer inspected the samples submitted for evaluation. Bd received two 22gx1.00in insyte autoguard devices from lot number 2300673. One device was used, and the other was a sealed representative device. A functional test revealed that the needle fully retracted on each unit when the safety mechanism was activated. We were unable to confirm the reported issue. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter 22ga needle would not retract. The following information was provided by the initial reporter: the needle is not retracting in about 25-50% of the cases and one nurse got stuck.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter 22ga needle would not retract. The following information was provided by the initial reporter: the needle is not retracting in about 25-50% of the cases and one nurse got stuck.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.